Event description:
A report was received that the pt was explanted. The implanting physician's notes stated that the reason for explant was "due to a severe surgical infection which wasn't device related." The pt was reportedly doing well post-operatively. The infection cleared following the explant.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation.